Event description:
Boston scientific received information that this right atrial lead was fractured and out of range low impedances were observed. No change was made at this time as the device was programmed to vvi. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed in three segments. Analysis confirmed that the inner coils were fractured approximately 24cm from the terminal pin, distal region of the suture sleeve tie down.

Manufacturer narrative:
Additional information was received which noted that this lead was explanted and will be returned. Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Should additional information become available this investigation will be updated.